Event description:
Skin staples in scalp unable to be removed with staple remover in usual manner. This required the provider to cut the staple with wire cutters and remove the pieces; no harm and patient was discharged. Staples were in place for 7 days. This facility is seeing a recurring problem with these staples and staple remover: as a result, the facility has removed these products and replaced them with products made by a different manufacturer.